Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on (B)(6) 2009: a female (age unspecified) received treatment with poly-l-lactic acid (sculptra) on "(B)(6) 2009" and the second treatment on (B)(6) 2009 as a cosmetic procedure by a certified plastic surgeon. She stated that the physician used one vial on three spots "of the draw lines" on her face and the needle broke and the product was injected in her mouth during the first treatment procedure on (B)(6) 2009. She experienced bruising at the injection site and has noticed what she described as "pockets" in the labial area where the product was injected after the second treatment. She stated that the product looked "too thick" while he was injecting it and she questioned the physician on the mixing, but the physician stated that it was not the way he injected it, but "rather" the product that was too thick. She also reported that she had sculptra injected several times in the past by a different physician and never experienced a problem and always had positive results after the procedure. No further relevant info was provided. Add'l info for this spontaneous case was received from legal on (B)(4) 2009 (copy of letter sent to the reporter). Legal memo states that the product quality complaints dept. Followed up with a nurse at the treating physician's office by telephone on (B)(4) 2009. The nurse indicated there were problems with the product "clogging" in the syringe. Also, that the product used with the consumer was no longer available. Based on the nurse's description, there is a chance that the poly-l-lactic acid (sculptra) used originated in (B)(4) or elsewhere or may be counterfeit. The consumer also was concerned about the validity of the product. No further relevant info was provided. Add'l info received from a consumer on (B)(6) 2009: she reiterated that the physician did not apply the poly-l-lactic acid properly and it was injected into her mouth. In addition, she advised that when the needle broke, poly-l-lactic acid splashed on her face. No further relevant info reported.

Manufacturer narrative:
Add'l info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.